Event description:
It was reported that interrogation showed that there were two episodes that the physician believes were true ventricular arrhythmias where therapy was withheld due to the pr logic tach rule. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.